Event description:
A surgeon reported a pt experienced "more glare" following intraocular lens (iol) implant surgery. He stated the iol was removed and replaced with a different type of lens in a second surgery. He reported the pt is doing well since the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar complaints reported in the lot number. Additional information was requested via phone on 12/16/2008, 01/07/2009, and 01/08/2009 and via fax and mail on 12/18/2008. A completed questionnaire was received.